Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 10, 2018.   (B)(4). The actual sample of the complaint was not returned; therefore a retention sample from the same product code and lot number combination was obtained for investigation. It was visually inspected with no anomalies noted. Ops valves are subjected to a 100% leak test, which includes five different tests, to ensure that there are no leaks and both the umbrellas and duckbills are functioning properly. The retention sample was manually run through each of those tests, the unit passed all tests and was found to function as intended. Without a returned sample, a definitive root cause could not be determined. It is possible that the unit had been over pressurized during use, causing the unit to leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a leak in the valve was found. There was a minimal blood loss. Product was not changed out. Procedure completed successfully.